Event description:
It was reported that noise and externalized conductors were observed. The noise was reproducible with isometrics. Lead was explanted and replaced. The patient's condition was well post-procedure.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 41.5cm was returned for analysis. External insulation abrasion was noted at 17.0-18.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Externalized conductors due to external insulation abrasion were noted at 11.5-13.5cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 15.0-16.5cm, 18.7-19.0cm, 33.3-34.3cm, and 33.4-33.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 36.5-37.3cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion under the rv shock coil was noted at 10.0-11.0cm from the distal tip. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observation of noise.